Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the patient parameter pcb assembly and other unrelated parts, then observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.  The removed pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be an open fuse, designator f3.

Event description:
The customer initially reported that their device had its service indicator illuminated and event codes logged.  After an evaluation of the device, it was observed that the device was constantly resetting.  There was no report of any patient use associated with the reported issue.